Manufacturer narrative:
Full name of the facility is medical corporation merikai kasukabe central general hospital. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection of the device, it was observed that the tissue pad was worn, partly peeled off and torn. Though the root cause of the issue cannot be conclusively determined, it is likely that the tissue pad was worn, partly peeled off, and ripped due to the ultrasound being output with the grasping part closed (including after the tissue was cut) without grasping the tissue. The instructions for use includes the following statements that warn against the issue: ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic procedure the device tissue pad peeled after two or three applications. No part of the device fell off into the patient body. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The intelligent tissue monitoring (itm) setting were on during the procedure. The settings at the time of the event are not known, nor is it known if the device was inspected prior to use.